Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("her coil having migrated down her right fallopian tube") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage ("frequent, heavy bleeding"), abdominal pain ("severe abdominal pain") and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (on (B)(6) 2015, surgery to remove essure). Essure was withdrawn. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, abdominal pain and pelvic pain to be related to essure. Company causality comment: this non-medically confirmed spontaneous case report received via lawyer refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced frequent and heavy bleeding (seen as genital haemorrhage) and also her coil have migrated down her right fallopian tube (seen as device dislocation), after about three years of essure's insertion she underwent surgery to remove it. Device dislocation and genital haemorrhage are serious events due to medical significance and both are anticipated in reference safety information for essure. Other non-serious events were also reported. During essure therapy there is a risk that the device could dislocate into fallopian tubes, which may cause pain and bleeding. Although, in this particular case, neither the exact mechanism of dislocation, nor patient medical history were provided, in lack of alternative explanation, the causality between both events and essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: posterior serosa of uterus"), device dislocation ("her coil having migrated down her right fallopian tube") and genital haemorrhage ("frequent, heavy bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included melanoma, multiple allergies, fatigue, polymenorrhoea and ovarian cyst. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone (femcon fe) and fluticasone propionate (flonase allergy relief). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), adenomyosis ("other injury(ies) or complication (s) please describe: adenomyosis") and constipation ("gastrointestinal or digestive system condition type :constipation"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding :menorrhagia") and diarrhoea ("gastrointestinal or digestive system condition type:diarrhea"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed); bilateral salpingectomy and surgery to remove essure/ total hysterectomy (uterus and cervix removed); bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device dislocation, abdominal pain, diarrhoea and adenomyosis outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and constipation had resolved. The reporter considered abdominal pain, adenomyosis, constipation, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, complicating pregnancy, has been told right tube is very curly was told was hard to do, dyspareunia, also leaks urine the day or so after sexual intercourse thinks is urine. Has white discharge but doesn¿t think is urine. The hysteroscope was brought to the left cornua and the essure device was placed into the cornua up to the level of the black mark, retracted laterally, coils were retracted backwards, the device was puled back to the gold mark, snapped and released approximately 3-5 coils in the left cornua. The device was once again placed to black mark retracted backwards to the gold mark, snapped and released also leaving approximately 3-5 coils within the endometrial cavity. The patient tolerated the procedure well. Removal ; surgery: total laparoscopic hysterectomy with robotic assistance with excision of bilateral fallopian tubes hpi: undergoing surgery for abnormal uterine bleeding and pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, constipation. Adenomyosis, dysmenorrhea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 19-nov-2018: plaintiff fact sheet and medical records received- reporter information updated. Medical history added. Concomitant drugs added. New events menorrhagia, vaginal haemorrhage, dysmenorrhea, dyspareunia, diarrhea, adenomyosis, constipation were added. Outcome of events pelvic pain female, genital bleeding, dyspareunia and constipation updated from unknown to recovered / resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 20-mar-2017: quality safety evaluation of ptc company causality comment: this non-medically confirmed spontaneous case report received via lawyer refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced frequent and heavy bleeding (seen as genital hemorrhage) and also her coil have migrated down her right fallopian tube (seen as device dislocation), after about three years of essure's insertion she underwent surgery to remove it. Device dislocation and genital haemorrhage are serious events due to medical significance and both are anticipated in reference safety information for essure. Other non-serious events were also reported. During essure therapy there is a risk that the device could dislocate into fallopian tubes, which may cause pain and bleeding. Although, in this particular case, neither the exact mechanism of dislocation, nor patient medical history were provided, in lack of alternative explanation, the causality between both events and essure cannot be excluded. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information is expected only through litigation process.